Event description:
Registered nurse in emergency department attempted to retract button on IV catheter device which failed to retract and cover needle. Nurse set the unshielded device on the patient's bed in order to draw a blood sample from the IV hub and nurse leaned against the bed and stuck their thigh into the contaminated needle. Patient was hepatitis c positive. The registered nurse is being followed up at a county health department for treatment/testing.